Event description:
Revision of corail implant due to pain, possible loosening, and elevated cobalt and chromium levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The DHR analysis of batch (B)(4) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because the product was not returned. The root cause could not be determined from the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.